Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 reported event of turn latch air detector is defective was duplicated. This was caused by damage to the mount block assy. This was revealed on visual inspection with missing door and mount block assy damage. Action was taken to replace the mount block assy. Also included in repairs: replaced crack return tube, water damaged pcb board, replaced missing door, left/ right door mount and ribs. Installed tempcheck test fixture e6233 due jul 2021. Measured temperature was 41.7 degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
Investigation completed and summary.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems. H-1200 reported, event of turn latch air detector is defective was duplicated. This was caused by damage to the mount block assy. This was revealed, on visual inspection with missing door and mount block assy damage. Action was taken to replace the mount block assy. Also included in repairs: replaced crack return tube, water damaged pcb board, replaced missing door, left/ right door mount and ribs. Installed tempcheck test fixture e6233, due jul 2021. Measured temperature was 41.7 degrees, which is within tolerance. Device passed all functional and electrical tests.

Event description:
Investigation completed.

Event description:
It was reported that the turn latch air detector is defective on a smiths medical fluid warmer. No adverse patient effects were reported.